Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that tooth chipped when trying to put on week 5 aligners. Tooth #8 is chipped; this tooth was not chipped at the beginning of treatment. #25 tooth appears also to have a small chip as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.